Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that approximately 2 weeks prior, a patient was receiving an insulin infusion when a part of the internal pumping mechanism broke, the device didn't alarm, and the patient received an over infusion. There is no report of patient harm.

Event description:
The customer reported that approximately 2 weeks prior, a patient was receiving an insulin infusion when a part of the internal pumping mechanism broke, the device didn't alarm, and the patient received an over infusion. There is no report of patient harm.

Event description:
The customer reported that approximately 2 weeks prior, a patient was receiving an insulin infusion when a part of the internal pumping mechanism broke, the device didn't alarm, and the patient received an over infusion. There is no report of patient harm.

Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed. Physical inspection of the device noted the instrument seal intact. The only observed anomalies were dull iui connectors and the platen was observed to be broken at the bottom hinge bracket. Analysis of the pcu event log shows pump module s/n (B)(4) was programmed to infuse (drugid 251) at a rate of 2ml/hr with a vtbi of 50ml at 2:53 pm on (B)(6) 2018. At 2:56 pm, the device alarmed for patient side occlusion and the infusion was paused. At 2:57 pm, the user restarted the infusion. At 4:02 pm, the user programmed a delay for 50 minutes. At 4:08 pm, the door was opened. At 4:09 pm, the device was removed from the system. The volume recorded as being infused during this period was 2.229ml. Functional testing performed found the device to be delivering fluid within specification after the damaged platen was replaced. Prior to being replaced, free flow was observed with a primed and properly loaded set. The root cause of the customer¿s report of an overinfusion was due to a broken platen at the bottom hinge that allowed the platen to be positioned improperly.